Event description:
The facility reported that an infusion pump was "shutting down by itself". The event was reported to have occurred during pt infusion. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional information or contact was available.